Event description:
(B)(4). I got the issue in (B)(6) 2011 after giving birth to my son. In 2013 two years after I had the essure I got pregnant and having my son in (B)(6) he was born with a low birth weight. I've been having bloating, cramping, weight gain and hair thinning.